Event description:
The patient was "talking in circles."

Event description:
Follow up from the health care provider reported they had not seen the patient since (B)(6), 2012.

Event description:
It was reported that the patient was in a car accident and fractured his sternum. The patient was in rehabilitation at the time but was "acting funny." The patient was reported to have symptoms of acute pain, confusion and spasms. The reporter indicated that they were "grasping at straws" as to why the patient was in so much pain and were wondering if the implant was "misfiring." It was stated that an attempt was being made to have the neurosurgeon compare recent CT scans with CT scans taken at implant. The reporter asked for help in checking the device and it was indicated that the patient was going to be seen the following day. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient does not have any concerns with device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v186423, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v187426, implanted: (B)(6) 2009. Product type: lead. (B)(4).